Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is between 150-170mg/dl fasting. Customer performed a blood test using another meter and the result was 174mg/dl. Another blood test using the trueresult meter was 74mg/dl. Last results in memory were 101mg/dl, 88mg/dl, 172mg/dl, 74mg/dl, 152mg/dl. Based on parkes error grid analysis, the bias between the result given from the trueresult meter (74) and the result obtained using another meter (174) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is between 150-170mg/dl fasting. Customer reported a blood test using another meter and the result was 174mg/dl. Another blood test using the trueresult meter was 74/mg/dl. Last results in memory were 101mg/dl, 88mg/dl, 172mg/dl, 74mg/dl, 152mg/dl. Based on parkes error grid analysis, the bias between the result given from the trueresult meter (74) and the result obtained using another meter (174) is located in zone b/c. No adverse event reported.